Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. It was also reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. The customer reported a blood glucose level of 380 (mg/dl). A bolus was delivered to address bg levels. The customer loaded a new cartridge to address cartridge alarm and changed supplies to address occlusion alarm. Due to the pump supply change and occlusion occurring in the past, troubleshooting to determine the source of occlusion was unable to be performed.